Event description:
Product analysis on the returned lead was completed. The reported ¿high impedance¿ was not verified on the returned lead. Resistance measurements of the returned lead assembly were within normal limits. Continuity testing confirmed no discontinuities in the returned lead. Setscrew marks on the connector pin indicate that at one time, good mechanical and electrical connection existed between the generator and lead. Other than the typical explant related observations, no anomalies were identified in the returned lead assembly. No additional relevant information has been received to date.

Event description:
The suspect lead was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was observed during a new patient implant and the leads are suspected to be the issue. The surgeon tried reconnected the lead to the generator, reattaching the helices, changing the position of the electrodes and cleaning the surgical field but high impedance was still seen. A generator issue was ruled out by performing generator diagnostics, so a new lead was used and the impedance was ok. Lead device history record was reviewed. The lead passed all quality control measures prior to distribution, and there were no unresolved nonconformances found prior to distribution. The suspect lead has been returned to the manufacturer but has not been received by the manufacturer to date. No additional relevant information has been received to date.